Event description:
It was reported that the ilet pump experienced repeated bluetooth communication failures with a dexcom g7 cgm, evidenced by successive restart 60 alerts and a displayed bluetooth version of 0.0.0, which prevented reliable connectivity to the ilet mobile app and interfered with insulin delivery and meal announcements. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included provision of a replacement device, guidance to use backup therapy, and instruction to continue cgm monitoring via the dexcom app or receiver, along with directions for shutdown, data sync, and device return. Investigation included remote troubleshooting and assessment of alert history and device software status. Investigation of this case revealed a device communication malfunction localized to the pump¿s bluetooth function, consistent with a connectivity subsystem issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the pump¿s bluetooth module leading to loss of cgm-to-pump communication. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.